Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
An uneventful pulmonary vein isolation (pvi) procedure was performed to treat atrial fibrillation on (B)(6) 2021. The day after the procedure, the patient reported shoulder pain across chest. Chest x-ray and echo were performed and the patient remained in the hospital for pain management. The chest x-ray revealed mild atelectasis and right hemidiaphragm elevation. A sniff test was performed on (B)(6) 2021 and phrenic nerve palsy was diagnosed. The patient had mild symptoms of shortness of breath and was discharged on (B)(6) 2021.